Event description:
Customer receiving the change sensor message after three days of wear. The blood glucose reading is 203 mg/dl. Customer reported a low blood glucose event. Customer was riding his motorcycle, the sensor glucose reading was 80. The blood glucose reading was 40 mg/dl. Customer called the paramedics; he was treated with IV of d50 and IV fluid. Customer was treated at the scene; he refused to be taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.